Event description:
It was reported that the customer experienced high blood glucose levels the day prior and that the insulin pump was locked. The blood glucose reading was over 600 mg/dl. The customer complained of a headache and not feeling well. At the time of the call, the blood glucose reading was 222 mg/dl. He stated that he felt as though he was about to keel over. Upon troubleshooting, it was determined that the insulin pump passed the high pressure test and was working as designed. No bent infusion set cannula was found, but the customer stated that the cannula was occluded. He was advised to change the entire infusion set, reservoir and insulin. He stated that he would return 4 infusion sets for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.